Event description:
Per the clinic, the patient experienced pain and perforated border around electrode collar. The patient also experienced poor performance with the device. Subsequently, the device was electively explanted on (B)(6) 2025 in order for the patient to upgrade to a newer technology.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.